Event description:
Boston scientific crm received information that the patient with this left ventricular (lv) lead had (B)(6). It was noted that there was appropriate function of the system prior to the explant procedure. The lead was explanted and returned.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance, visual inspection indicated that the complete lead was returned. There was dried body fluid throughout the lead lumen. The insulation was melted 122 and 125 mm from the terminal pin as a result of electrocauter damage. Resistance and pressure test were used to test electrical performance and insulation integrity. All measurements were within normal limits.